Event description:
Patient was implanted with tfn construct on an unknown date in (B)(6) 2010 for an orif of hip. Patient presented to the emergency department with slurred speech. Patient has a positive history for stroke. Patient complained of pain after a fall on (B)(6) 2012. Imaging revealed left femoral fracture around the implanted hardware. Reportedly, patient had a collapsed femoral head around the helical blade and tfn construct. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware. Patient was revised to a total joint arthroplasty. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Reported date of implant is (B)(6) 2010. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.